Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-56372. It was reported that the patient was brought to the lab for an extraction due to infection. The infection is unrelated to the procedure and product. The patient presented to the hospital with a fever, dysnpea and abdominal pain. Blood cultures tested positive. A transesophageal echocardiogram (tee) was done showing vegetation on the leads. The system was explanted. The patient left the room stable.